Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, a manufacturer representative went to the site to test the equipment. It was reported that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported the system indicated ¿localizer faulted.¿ troubleshooting steps were performed. The manufacturer representative was assisted with the network device interface (ndi) toolbox. It was noted that the following status messages were displayed, ¿bump detector battery fault,¿ ¿bump detected,¿ and ¿storage temperature exceeded.¿ it was recommended to replace the camera, as the complementary metal-oxide semiconductor (cmos) battery had failed inside the camera. No patient involvement was reported.